Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. No clarification, or further information was received from the customer. Therefore, the complaint cannot be determined.

Event description:
Customer advised that one of their end-users for the verify now analyzer reported specimens under filling.